Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead was not sensing in unipolar mode. Programmed atrial lead to bipolar sensing and unipolar pacing and now the pwaves are being tracked. The lead remains in use. No patient complications have been reported as a result of this event.